Event description:
I updated the dexcom app on my android phone and after the update, I have an error that says the 15-day sensor is not available in my country and to put another sensor on. I don't have any 10-day sensors available.